Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-1317ft nano corkscrew ft crown attachment of the inserter to the anchor broke off and remained proud out of the bone on both anchors. It could identify that the anchor was fully seated, and the remaining metal was broken off the gold inserter handle. Case was completed successfully as the anchors were implanted. This was discovered during a hand tendon repair procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information received on 1/9/2023: all broken fragments were retrieved.